Event description:
The report states that on (B)(4) 2013, the pt was treated for abdominal aorta aneurysm using a gore excluder aaa endoprosthesis. After the deployment of the contralateral leg endoprosthesis, the physician tried to pull back the catheter into the sheath and felt a great resistance from the trailing end. The catheter broke in several pieces. All parts of the catheter were removed successfully. The pt tolerated the procedure and the final angiography showed that the devices were intact.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lit met all pre-release specifications.